Event description:
Pt reports pump beeping "down occlusion" and leaking near connection of sub-q set and IV tubing. Reports unable to prime sub q set when trying to change sets out. Pt missed dose of sub-q. Desferol. Trialed several of the sets in the office and able to duplicate complaints.